Event description:
The pt has been complaining of discomfort since re-implantation. The discomfort was described as bee sting feelings at the implant site during stimulation ith muscle twitching and pain around the generator site. The pt indicated that the twitching occurs 3-4 times a day and goes form their head throughout their entire body. The pt also reports a slight sensation in their throat that feels like a "zap" running up the left side of their neck and feels tired afterwards. It was also reported that the has been experiencing an increase in seizures; however, it is unk if the increase is above the pt's pre-vns baseline frequency. The pt believes that the device is not functioning properly. X-rays did not identify any obvious discontinuities with the vns therapy system. The pt later underwent vns therapy system replacement. During the surgery, fluid was seen in the lead. Both the pulse generator and bipolar lead were replaced. The pulse generator was replaced prophylactically. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomales that would adversely effect device performance. It is believed taht the apparent break in the lead insulation may have led to current leakage, resulting in the twitching and bee sting sensations experienced by the pt.

Event description:
The entire lead assembly was returned to MFR for analysis. Visual examination revealed a tear in the coil tubing leading to the positive electorde, approximately 24mm from the electorde. The coils were exposed as a result of the tear. Scuffmarks were noted on the opposite sides of the coil tubing. Both the schffmarks and the tear appear to have been caused by mechanical stress; however, it cannot be determined whether the tear was present during the implant life of the device or whether it was a result of the explant procedure. No evidence of body fluids inside the tubing was ntoed during visual inspection. Electrical testing did not reveal any discontinuities in the lead assembly. The remaining condition of the lead was consistent with conditions that typically exist following an explant procedure.